Event description:
Event description boston scientific received information that a procedure was performed for a pacemaker changeout for nearing elective replacemant time, and for this ventricular lead due to high threshold measurements of 6.5v at 1.0ms. There was a loss f ventricular capture due to the incresed thresholds, thought to be from a possible microdislodgement.once the pocket was open it was noted that this lead had the effects of a twiddler's syndrome. The lead was surgically abandoned and replaced.